Manufacturer narrative:
G4: 13nov2020. B4: 16nov2020. A user interface (ui) assembly was returned for analysis. A visual inspection of the returned component was performed and the user interface assembly was received with damage touchscreen. An investigation was performed and the product analysis technician reported that the root cause was due to a burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
It was reported that during testing the ventilator's display was very dim even while the brightness was adjusted to max. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the user interface assembly to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.